Event description:
Olympus endoscope 140 l, biopsy port cover mpn # md 358. Device wear causing material separation. Separated material from port cover clogging biopsy channel and possible pt exposure.